Event description:
Additional information was received that the cause of the low flows post-stent were severe right ventricular (rv) dysfunction, moderate to severe aortic insufficiency (ai), moderate to severe tricuspid regurgitation (tr), severe mitral regurgitation (mr) with component of mitral valve stenosis (ms), and renal failure. The patient was started on continuous veno-venous hemodialysis (cvvhd). The three manual motor stop commands occurred during the stent procedure. It was unclear if the flow and power spikes were due to pump thrombosis. They self-resolved. Powers were in the 4 range and flows were in the 3 range. The patient was made palliative and left ventricular assist device (lvad) support was discontinued. The patient passed away shortly after.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information; however, review of the submitted log files confirmed multiple low flow hazard events. Additionally, review of the log files confirmed the reported brief elevation in pump power and flow. A specific cause for this elevation could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of right ventricular dysfunction, aortic insufficiency, tricuspid regurgitation, mitral regurgitation, renal failure, as well as the patient's outcome, could not be conclusively established through this evaluation. The submitted log files contained events from (B)(6) 2024 through (B)(6) 2024 as well as (B)(6) 2024. Multiple pump stops were observed on (B)(6) 2024 due to the motor stop command being pressed at the system monitor. According to the account, these events were related to the patient's outflow graft stenting procedure. Additionally, multiple low flow hazard events were captured between (B)(6) 2024. According to the account, the low flow events occurring after the stenting procedure were caused by right ventricular dysfunction, aortic insufficiency, tricuspid regurgitation, mitral regurgitation, and renal failure. Furthermore, a slight elevation in pump power and flow was observed on (B)(6) 2024. It should be noted that this elevation was not sustained and was captured during a pi event. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including right heart failure and renal failure. This section provides an explanation of all pump parameters, including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. This section also explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 5 of the IFU, "surgical procedures", states that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms. Log files captured some increases in flow and power between (B)(6) 2024. They underwent outflow graft stenting due to a clot. Status post outflow graft stenting it looked like on interrogation that the patient had a brief spike in power and flow after and has now returned with powers of ~4w. Follow up log files captured several low flow alarms between (B)(6) 2024. Log files also captured three manual motor stop commands on (B)(6) 2024 at 5:33 pm, 5:40 pm, and 5:45 pm. An unsustained spike in flow and power was noted on (B)(6) 2024 at 10:01 pm. Log files also noted a few brief low speed alarms that were the result of the pump speed being set below the low speed limit of 8600 rpm.